Event description:
Pt underwent (B)(6) 2010 outpatient surgery with fusion and deep peroneal nerve burial of right foot. Pt was provided cold therapy unit known as "biomet biochill" from ebi, llc prior to discharge. On (B)(6) 2010, pt noticed significant pain and chills, presented to local emergency dept where "frostbite" and ischemia was observed and appearance was considered "ischemia secondary to either compartment syndrome or thermal-induced ischemia." Attempts were made to revascularize the foot with thrombolytic therapy, angioplasty, infusion of a vasodilator. Eventually, due to dry gangrene, pt's toes, 1 - 4, and part of foot had to be amputated. Pt continues to suffer burning, sharp, and stabbing pain worse with standing, walking, or touch. She has permanent physical impairment and disfigurement. The use of the biochill was inappropriate and/or improperly placed; the product instructions and instructions to the pt were inadequate and/or incomplete; warnings and info of "adverse effects" of the cryotherapy were insufficient; the health care providers of the device failed to properly place the device, instruct the pt, and/or monitor for safe and proper use.